Event description:
During a revision surgery due to a motor vehicle accident which impacted the patient's humeral stem approximately 5-9mm into the humerus, poly wear was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Provided information states the patient was involved in a motor vehicle accident which impacted the cementless stem approximately 5-9 mm into humerus. The patient needed joint stabilization with 9mm spacer and 9mm insert. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The cause of the poly wear is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.